Event description:
The user facility reported a great number of air bubbles coming away from the oxygenator. Follow up communication with the user facility reported: while the patient was receiving heparin and they wanted to go on bypass; the staff member checked the system on high pressure (max 200mmhg) with putting a clamp on the arterial line about 1 meter away from the oxygenator and toward the patient to simulate higher pressure due to the arterial cannula they were going to use; the pressure level warning was set on 250 mmhg; with releasing the pressure the staff member noticed a great number of air bubbles coming away from the oxygenator; the s5 stopped the roller-pump due to the air detection; the procedure was completed successfully; and the patient is reported doing fine.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00313 to provide additional information.

Manufacturer narrative:
(B)(4). The actual sample was returned to the manufacturing facility for evaluation. The device was returned with an isolator connected to it with tubing. Visual inspection upon receipt did not find any visible anomaly. The actual sample was filled with saline solution and circulated by a factory-possessed roller pump built in the circuit at the each flow rate of 0.5l/min., 1.0l/min. And 1.5l/min with the back flow rate set to 200mmhg, while an air of 10ml was applied to the oxygenator for 30 seconds. No entrainment of air into the oxygenator module was observed. Simulation testing was conducted. The line tube on the outlet side of the oxygenator module was clamped at a segment lower stream than the isolator. The roller pump was rotated in the manner where the isolator could be subjected to a pressure of 200mmhg and then the clamp was released. No generation of air bubbles was confirmed. Saline solution contained in the isolator was removed. This time, without priming, line tube on the outlet side of the oxygenator module was clamped at a segment lower stream than the isolator. The roller pump was rotated in the manner where the isolator could be subjected to a pressure of 200mmhg and then the clamp was released. It was noted that air held inside the isolator migrated to the area around the oxygenator module. A review of the manufacturing and product release decision control sheet of the involved product/lot# combination confirmed there were no indications of product related anomalies. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although an exact cause cannot be determined based on the available information and simulation testing results it is likely that the involved isolator was not being primed in the actual use at the customer's site. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).